Event description:
It was reported by the customer that a pyxis medstation es system was not able to power on.the customer reported that they had to access the medications from pharmacy.there were no adverse events or injvuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medstation was not powering on. A field service engineer replaced the printed circuit board assembly and resolved the issue. The system functioned as intended after the field service engineer troubleshot the device.